Event description:
It was reported that the spring wire guide became unraveled when being placed through the needle. No add'l info is available.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.